Manufacturer narrative:
Burn is a potential adverse event addressed in the product labeling. The system operates at temperatures below 0°c, which can freeze tissue. Therefore, the system monitors tissue during cooling and employs multiple safety features including the freeze detect® system, to minimize the risk of damage to tissue. In spite of these measures, on rare occasions, the freeze detect system can detect a possible freeze condition. The freeze detect system is comprised of several features, including thermal sensors and proprietary algorithmic software. Freeze detect is an integral part of the coolsculpting system and is automatically employed when a treatment is initiated. When the freeze detect system detects a possible freeze condition, it stops the treatment and displays a z409 message. If you receive this message, remove the applicator and gelpad or gel, and assess the tissue before taking further action. If you receive a second z409 message for one treatment site, discontinue the treatment. Failure to follow instructions could result in injury to the patient, including first- or second-degree burns. Second-degree burns or complications of second-degree burns may result in hypopigmentation. The event was reviewed by abbvie medical safety physicians, updated pictures were provided. The pictures show a left flank area with the outline of an applicator with redness in the entire interior of the shape and what appears to be a darker area in the center and small blisters in a clump in the very center. Additional updated pictures show the erythema faded, however the very center where blisters were located is now an ulcerated open wound. There is no drainage present in the pictures. The area appears to be consistent with a deep ulcerated second- degree burn. Second degree burns affect the dermis and are characterized by pain or tenderness, blisters (bigger than vesicles), splotchy skin and severe swelling. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and presented with pain, scarring, blood clots, and burn. The patient reported that, the technician put the suction on wrong, left it on too long, and experienced blood clots inside of the skin and the skin was burned by the very cold temp.